Event description:
Alleged a zone 6 siderail entrapment.

Manufacturer narrative:
The technician inspected the bed and found the siderails in good working condition. The technician stated, the siderails did not have any inserts or hbsw kits installed. The facilities administrator alleged the (B) (6) demented male was found with 42" chest entrapped in the 15" opening of zone 6, his head dangling near the floor. The bed rails (split type) were in full upright position and the soft waist restraint was intact. The administrator indicates the patient was not injured other than 3 small abrasions to his left arm.